Manufacturer narrative:
A ge rep evaluated the system and determined the hard drive needed to be replaced, but did not report on the status of the system.

Event description:
The customer reported the system would not boot up. No patient injury was reported.